Event description:
In 1965, rptr had right mastectomy, 1971, left mastectomy & 1987, bilateral ruptured implants. 12/4/87 double lumen implants put in. Explantation 1994, surgeon reports not ruptured. Rptr has esophageal motility disorder & demyelinating neuropathy.